Event description:
As reported by the user facility: customer reports, that there is particulate matter floating in the solution. Some of the matter is white, while other is brownish black.

Manufacturer narrative:
Preliminary analysis has indicated that the particulate is likely the medical grade, biocompatible silicone that is used to coat the syringe barrels during the manufacturing process. No other organic material was identified in this preliminary analysis. The samples and all available information has been forwarded to the manufacturer for further evaluation.